Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received. Without the returned device, a probable cause is unable to be determined.the lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a primary plumset, 0.2 micron filter, clave y-site, pe lined tubing, 104 inch where it was reported prior to a chemotherapy infusion, when normal saline was running, fluid was noted to be leaking from the intravenous tubing filter onto the patient. The line was changed, and absorbent pad was placed under the filter in case of a potential leak. Chemotherapy infusion was initiated and completed without further issue. There was patient involvement and no patient harm reported.